Event description:
It was reported that patient experienced an infection at the lead site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered antibiotics post procedure to resolve the infection.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.